Manufacturer narrative:
Revision surgery. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent a sextant surgery in which screws were implanted at l5-s1. Post-op, the screws broke due to which the patient had back pain. On 07 feb 2017, a revision surgery was performed in which the broken screws were removed and replaced with 2 new screws.

Manufacturer narrative:
Product analysis : visual review confirmed the implants are fractured between ~3-4 threads from the base of the bone screw head. Optical examination of adjacent surface around the possible area of crack propagation did not identify material surface defect that could contribute to crack propagation. Microscopic examination of the fracture surface severely damaged, likely due to repeated impact of the two portions of the bone screw post-fracture. Dimensional examination of the bone screw diameters confirmed conformance to print specification. Conclusion: inconclusive; the extent and severity of the fracture surface damage renders the parts unsuitable for microscopic analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.